Event description:
On (B)(6) 2013, a male patient receive a shoulder exam on a hitachi oasis open MRI system. The patient was laying in the supine position with a receive-only coil positioned around his shoulder. Because of his size, the patient's abdomen was in close contact with the upper cover of the magnet opening. The patient was wearing a t-shirt and no other insulator was used to avoid contact. The exam was started and about halfway through the procedure, the patient pressed the call switch. The technologist stopped the exam and went into the scan room to check on the patient. The patient informed the technologist of a burning sensation on his abdomen. The technologist reported that the patient's abdomen was red, but was not blistered at the time. The technologist gave the patient the option to continue, and he agreed. The technologist folded a thick sheet between the patient's abdomen and the upper cover to complete the exam. Upon completion of the exam, the skin redness did not seem any worse, but the technologist called the radiologist to come look at the injury. By the time the radiologist arrived, the skin had blistered. The radiologist placed an ice pack on the injury and called the patient's doctor to have the patient follow up with him. A follow up call was made from hitachi to the site on (B)(6) 2013. The technologist stated his boss spoke to the patient on 05/31/2013. The patient reported that he saw his doctor and was put on antibiotic cream and is doing better. The technologist said the patient is coming back for another MRI in a week. Another follow up call was made on (B)(6) 2013. At that time, the patient had reported the blister was scabbed over but was oozing. The patient was scheduled to have a second exam on (B)(6), but the site was not sure if they would scan him because he was concerned about being burned again. A final followup call was made on (B)(6) 2013. The site did not scan the patient. The patient's injury has scabbed over. No further problems reported.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. Hitachi clinical science staff reviewed the images of the case and found no image quality problems or indication that the machine malfunctioned. The specific absorption rate (sar) values for each MRI scan sequence were under 2.0 w/kg (normal operating mode). Hitachi service tested the rf transmitter for hot spots in the area where the patient's body contacted the upper cover. The highest temperature noted was 83 degrees f. Hitachi service also inspected the rf transmitter subsystem and found it to be functional. The transmitter was slightly out of tune, but this condition did not effect transmitter output. Transmitter gain was within normal limits for the test. Hitachi cannot determine a direct root cause. However, due to the fact that the patient came into close contact with the upper transmitter cover, it is possible that rf energy was coupled to the patient's body, causing a temporary rise in temperature which contributed to the injury. The site has not reported any prior incidents of this type.